Manufacturer narrative:
No sample was returned to the cmos. No photographs were provided. Therefore the root cause could not be confirmed. Based on the findings of the investigation, with sharp's inherent process controls, system controls, and reviewed documentation, the total percentage failure rate is low (approximately 0.01%) for the (B)(6) family sku and zero defects were identified during aql inspections. Therefore, the potential for product impact to the lot is low. No process corrective actions are required as the total percentage failure rate is low. There is no impact on batch quality as the batch was manufactured per the specifications and was released at vetter. In addition, none of the inspected retained samples showed any defects on the stoppers. The results of the ipc and visual inspection met requirements. No deviations or further complaints were documented for the impacted batch.

Event description:
Followup information received: 25apr2024. 1st dose - the plunger rod was loose and fell to the side while she was half way into injecting, she was able to straighten it out and finish the injection. She said she was able to inject the whole dose. 2nd dose - the plunger rod was loose and fell to the side, she tried to straighten it by pushing it into the rubber stopper but it squirted out all over, it was wasted and discarded the entire syringe. She did not miss a dose. She had a third. This is where she noticed there were screwlike things to screw the rod in. 3rd dose - the plunger rod was loose, but she screwed it back in and used the dose. She was unable to edit the video to cut it short enough to send. She will try to take screen shots and see how they turn out.

Event description:
The patient reported that all 3 syringes from last delivered of medication were defective. The plungers handles were not attached to gray stopper inside the syringe, plungers would not work on any of the syringes, needles were off set there was something white around the needles that "don't think that should have been there". Followup information received: 08apr2024 per pt, all three syringes received during her recent refill had poorly fitted plastic caps. Patient clarified plunger. This made it challenging to attach the needle and administer the product. Consequently she had to discard one three syringes. Patient clarified one syringe due to instability. Followup information received: 12apr2024 at 1402 quality specialist called reporter to get clarification on report. Patient indicated the plunger rods were loose on all three. One was barely hanging on by the thumb guards. Another when pulling out of the tray the rod came out. The other rod came out of the syringe while she was injecting. She missed one dose as she had to discard one syringe because as she was trying to reattach the rod, she depressed it and the medication squirted out. She checked the carton thinking maybe something happened to this one but there was no damage. Regarding the needles, patient stated whatever is used to set the needle (white stuff) in the plastic is coming up the side of the needle about 1/8 inch on one side, making the needle offset or appear off set. She has never seen this much of the "white stuff" up the needle. Patient has some videos and photos she will attempt to send via email or text. Jbf.

Manufacturer narrative:
Device issue cannot be confirmed because sample was not returned to takeda. Investigation report pending from contract manufacturing organization for additional information.